Event description:
Hung 1 liter bag of saline; as soon as the nurse hung the bag, the lower seem of the IV back opened up and the saline poured out.======================manufacturer response for IV bag, visiv (per site reporter)======================requesting bags.